Event description:
Reported by pt as "swollen, hot and tender around the port site." F/u findings: symptoms resolved after 14 day course of antibiotics (levaquin). Infection was not considered device related. F/u findings: pt reports redness and swelling around injection site, and suspects infection again. Physician confirmed infection, explanted port, and cultured staph aureus. Subsequently, egd was performed and erosion of band into stomach was found.

Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examinations may confirm or determine another connector type associated with this report. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or yrs after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."